Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they experienced blood leakage through a glidesheath slender radial sheath. There were no issues observed with the patient. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. The patient condition was fine, and the procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on 17december2021. The leakage occurred at the valve. The procedure was completed as they kept working through the leaking valve. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath and dilator were returned for product evaluation. The sheath valve was subjected to leak testing without anything inserted in it and with the dilator inserted in it. The valve failed leak testing in both instances. The dilator was then subject to visual analysis, and it was observed that the tip was chipped. The valve was then deconstructed and examined. An off-center tear was visible on the valve. The sample is confirmed for leakage, as seen by leak test results. Based on the damage to the tip of the dilator and the location of the tear on the valve, the leakage was likely caused by off-center insertion of the dilator by the user. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since the device was within manufacturing and design specifications when it was released from terumo medical corporation control.